Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. The ui pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed a user test. Additionally, the device would reboot by itself every 15-20 seconds after being powered on. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.